Event description:
Event description during review of manufacturing processes, cpi determined that this ventak mini implantable cardioverter defibrillator (ICD) may not have the required medical adhesive in the ICD's lead connector block. Because of this situation, it may be possible for fluids to enter the connector block and affect the ICD's ability to recognize and treat arrhythmias. Cpi notified the physician on november 22, 1996, and recommended immediate replacement of the ICD. The ICD was replaced; it was observed during replacement of the ICD that there was blood in the header of the ICD.